Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A software analysis was initiated as part of the investigation. Analysis found that the behavior was the intended functionality of the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that in plan or navigate they could not see their exam 2d views or 3d views. It was blank. The site aborted navigation. There was a reported delay of less than one hour and no reported impact to patient outcome. Additional information was received stating that the surgeon was able to resolve the issue by deleting all the patients stored on the system. Medtronic received information that the surgeon opted to complete the procedure without the use of the navigation system.